Event description:
The customer reported to olympus that the visera elite xenon light source was too dim due to lamp timeout. The issue was found during preparation before a therapeutic procedure. The procedure was completed using a similar device, and there were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5, g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely that lamp timed out due to prolonged use. Olympus will continue to monitor field performance for this device.

Event description:
Customer stated there was a thirty (30) minute delay.